Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported issue of the device showing the set was loaded at points 3 and 4 when it was not, which was reproduced during evaluation. The cause was determined to be a failing downstream sensor and tubing guide. The force sensor and downstream tubing guide were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump showed the set was loaded at point 3 and 4 when it was not. There was no known patient injury or medical intervention associated with this event. No additional information is available.